Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Moisture damage was found on the electronic assembly during visual inspection. Missing segments/partial display unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated display was flashing and they tried new battery but still the display was flashing. Automode feature was unknown during the process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.